Event description:
It was reported that the patient underwent a surgical procedure to remove hardware implanted 5 years ago. It was reported that the l5 screw was broken at 10mm below its head where were not inserted in the pedicles. The tip parts of the broken screws were remained in the pedicles. No additional patient complications were reported.

Manufacturer narrative:
Visual examination of both mas bone screws confirmed bone screw complete fracture at approximately the ~3-4 <(><<)>(><(>&<)><(><<)>)> 4-5 threads from the base of the bone screw head. Visual and optical inspection of the bone screw surface did not identify witness marks or other damage at or near the fracture surface initiation area which could contribute to crack propagation. Optical examination of the fracture surfaces reveals fracture surface smearing. Microscopic examination of the fracture surface identified ratchet marks at the area of crack propagation, with progressive striations, which are indicative of fatigue, until mechanical failure. Dimensional inspection of major and minor diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
(B)(6). (B)(4). These parts are not approved for use in the united states; however, a like device catalog # 86746545, 510k # k042025 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.